Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels between 400 mg/dl and 500 mg/dl after hiking. The customer noticed that their glucose levels were rising and found that the infusion set cannula was bent, however, they did not receive an alarm. They treated their high blood glucose levels with a manual injection. The customer reported that they went to sleep and their son removed the batteries from the device due it beeping. Troubleshooting was declined for the high levels. It is unknown whether auto mode was used at the time of the incident. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). The customer's weight information with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer's weight information with the initial report was incorrect. The correct information was (B)(6) pounds.